Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging visualization of particles related to a CPAP device's sound abatement foam and caused a patient to develop headaches, dizziness, asthma, trouble breathing, nausea, depression, eye irritation, and a fairly constant cough. Patient noticed that the airway hose had black stuff in it, and assumed had made a mistake and through the hose away, but kept using the CPAP cleaning more regularly. The eye irritation happens often when patient wake up. There is no report of the medical intervention that the patient has received at this time. The patient had experienced headaches, dizziness, asthma, trouble breathing, nausea, depression, eye irritation and cough and was missed in intial report and corrected in this report and b5 was reported as above. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. Section(s) b1, b2, has changed related to adverse event and other serious injury or other medical events. Section h1 has changed to reflect a serious injury. Section h6 health effect- clinical codes, hjealth effect impact code has been corrected/updated.

Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.